Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the device was failing the verification test. There was no patient involvement.

Manufacturer narrative:
MFR received date: 29 aug 2019. The customer reported an additional problem statement that the unit was failing calibration. The resolution and disposition are pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device was failing the verification test. The customer reported that the unit was failing calibration. There was no patient involvement.

Manufacturer narrative:
MFR received date: 06 sep 2019. The manufacturer¿s field service engineer (fse) confirmed the reported failed leak test, and the calibration issue. The fse replaced the defective blower assembly. The fse replaced the blower and flow valve assembly. Ran system calibration, performance verification, and all testing passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Part was returned for failure investigation. The blower assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 31oct2019. Date of this report: 05nov2019. Pat was returned for failure investigation. The flow valve assembly was tested and no failures were identified.